Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with heavy tortuosity, heavy calcification and 99% stenosis, pre-dilatation was performed. A 2.75x38 rx xience prime stent delivery system (sds) was advanced with significant resistance but could not cross the lesion due to the patient anatomy. Multiple unsuccessful attempts were made to cross the lesion and the proximal shaft of the sds was torn. Reportedly, there was no leak in the shaft noted during prep. The 2.75x38 rx xience prime sds was simply withdrawn from the patient anatomy and a new same size rx xience prime sds was advanced and successfully implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation. Although analysis did not confirm the torn shaft, the hypotube was separated which was likely what the physician was referring to when reporting the damage. Additionally, the reported failure to advance the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that could have contributed to this complaint and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the xience prime instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.